Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through a CAPA. The investigation is still on-going and improvements will be made as the potential causes of this issue are identified. Investigation conclusion: as no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. However, further investigation has been initiated through a CAPA. The investigation is still on-going and improvements will be made as the potential causes are identified. Root cause description: although no samples or photos were available for evaluation, bd has initiated further investigation through a CAPA to identify the potential root cause(s). CAPA 1064141. Based on an assessment of severity and frequency, it was determined that a CAPA is required at this time in order to determine the root cause associated with this issue and implement corrective actions. The investigation is currently on-going and further improvements will be made as the potential root cause(s) are identified. H3 other text : see section h.10.

Event description:
It was reported that the label fell off the bd vacutainer® sst¿ blood collection tube before use. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "enclosed is a pack of the new replacement tubes (lot 9081745) our rep sent in an attempt to remedy the issue of bd labels falling off of the 5.0ml sst hemagard tubes originally reported by me on (B)(6) 2019 for lots 9081740 and 9095580."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the label fell off the bd vacutainer® sst¿ blood collection tube before use. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "enclosed is a pack of the new replacement tubes (lot 9081745) our rep sent in an attempt to remedy the issue of bd labels falling off of the 5.0ml sst hemagard tubes originally reported by me on (B)(6) 2019 for lots 9081740 and 9095580."